Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebv0674 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient undergone PICC insertion under the guidance of ultrasound using seldingers. The guidewire was resisted when being delivered after the introducer needle was in place. Removed the guidewire and found burrs with the front end of the guidewire. Trimmed for re-delivery. Given the safety and the possible vascular injuries following the trimming, this guidewire was replaced with a new one, which was advanced successfully.

Event description:
It was reported that the patient undergone PICC insertion under the guidance of ultrasound using seldingers. The guidewire was resisted when being delivered after the introducer needle was in place. Removed the guidewire and found burrs with the front end of the guidewire. Trimmed for re-delivery. Given the safety and the possible vascular injuries following the trimming, this guidewire was replaced with a new one, which was advanced successfully.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of ¿burrs¿ on the end of a guidewire is inconclusive due to the condition the sample was returned in. One 0.018 in. Guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal end of the guidewire was observed to be bent and curved in multiple locations. The proximal end of the guidewire was observed to be damaged. A microscopic observation revealed the proximal end of the guidewire to be missing. The break site of the core wire was observed to be angled and flat with some striations on the fracture surface, which was observed to be lustrous. The coiled wire at the proximal end of the guidewire was observed to be broken in at least three locations and the fracture surfaces were observed to be similar to the break in the core wire. While the angle, luster, and surface features of the break in the core wire suggest the guidewire was cut with a sharp instrument, most-likely scissors, the alleged issue of ¿burrs¿ on the end of the guidewire could not be confirmed as that section of the guidewire was not returned for evaluation. Therefore, this complaint is inconclusive at this time.